Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the reinforcement bunched up and the stapler stopped firing. The staple line was incomplete at the proximal part. The staple line was fixed by opening the stapler, cutting out the material and removing the stapler. A new reload was used.